Event description:
An additional problem of "sometimes image was missing" was also reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation and additional information. Updates to sections b5, d8, e1, h3 and h6. The suspect device was returned to olympus and evaluated. The problem of missing image could not be confirmed. However, the evaluation found disturbances in the image occurred; the cable was observed twisted with internal wires broken. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The suspect device has been returned to olympus. The evaluation has not been completed at this time. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was noisy. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause could not be identified.